Event description:
It was reported that there was a posterior capsule rupture with vitreous prolapse when patient coughed. No further information is provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown/ not provided. Section d6b: if explanted, give date: not applicable, as lens was not explanted section e1: reporter: first/given name: unknown/ not provided section e1: reporter: middle name: unknown/ not provided section e1: reporter: last name: unknown/ not provided section e1: reporter: email address: unknown/ not provided section e1: reporter: address: address - line 2: unknown/ not provided section e1: reporter: address: city: unknown/ not provided section e1: reporter: address: state, province, or territory: unknown/ not provided (B)(6) device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.